Event description:
According to the police report, end user was operating the motorized wheelchair on the roadway, in the dark and was struck by a motor vehicle. Allegedly, as a result of the incident, the end user was hospitalized.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. According to the police report, the end user was operating the motorized wheelchair in the roadway, in the dark and was struck by a motor vehicle. The owner's manual warns, "to avoid serious injury or death from being struck by a motor vehicle, when driving your power wheelchair near traffic: obey all local pedestrian traffic rules, cross roads at locations where you are most visible to motor traffic, if possible at a light-controlled pedestrian crossing with handicapped cutouts and cross the road by the most direct route."